Manufacturer narrative:
Beckman coulter (bec) field service engineer evaluated the instrument and performed troubleshooting actions such as cleaning of the manifold, replacing z-axis home sensor for the wash station and finally replacing the cuvette wash valves which ultimately resolved the leaking issue. System was validated to be performing within specifications. No further leaking has been reported. (B)(4).

Event description:
Customer stated that dripping was noted coming from the wash nozzle unit. The dripping was noted during the middle of running controls (qc). The customer stated that the leak was contained within the analyzer. There was no impact to patient results. Customer verified that control (qc) recovery had been acceptable and no erroneous results had been generated. There was no impact to the operator. The customer indicated they were wearing appropriate ppe consisting of lab coat and gloves. Service was dispatched.